Event description:
It is reported that the patient was revised due to chronic synovitis and progressive osteolysis.

Manufacturer narrative:
This report will be amended when our investigation is complete.